Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to repeated. Visually inspected the pump's event history logs and showed "no disposable and high pressure" alarm messages after pump was started. Service recommended to replace the faulty downstream occlusion to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump double beeped for no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.